Manufacturer narrative:
UDI #: (B)(4). Explant date: if explanted give date: na (not applicable) to date, the intraocular lens remains implanted. Initial reporter telephone phone: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) does not open in seconds. Additional communication on (B)(6) 2015 stated the iol was glued to the haptics and the release of the haptics was only possible with the help of irrigation/aspiration (I/a). The account noticed this situation for quite some time and the deployment time is about 30 seconds or more. Additional communication on (B)(6) 2015 verified the lens was successfully implanted. No patient injury reported. No further information is available. This report is 5 of 5 and is to capture the complaint specifically against the aab00 24.5 diopter lens, serial number (B)(4).

Manufacturer narrative:
There was no visual inspection of the lens as the lens remains implanted in the eye. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.